Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant of the implantable cardioverter defibrillator (ICD), rv lead placed in rv port and atrial setscrew was deployed accidentally. Upon realizing the mistake the physician retracted the atrial screw and secured the right ventricular (rv) lead in the rv port with the rv setscrew. Upon placement of the atrial lead and the position of the atrial-lead pin in the a-port, the physician attempted to deploy the setscrew without any success. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned analyzed and no anomalies were found. The returned device found a set screw with a rounded socket, and the set screw was found in the connector bore.